Manufacturer narrative:
The nail was returned for device evaluation. The device was measured and was compared to the length of the device when it was manufactured. The measurements aligned with the original measurement at the time of manufacturing, as documented in the device history record (DHR). This indicates that no lengthening has occurred. Functional testing with the fast distractor confirmed that the device did not lengthen. Additionally, when placed in the force test fixture, the device neither elongated nor generated force. X-ray imaging of the internal components suggests that the device was over-compressed, resulting in a mechanical jam at the location of the anti-jam washer. A comparison with production x-rays does not definitively establish whether this jamming occurred during manufacturing or was induced by the user. Device history review: a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been received.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a two week follow up visit, the patient's nail was noticed to not be distracting. Patient was brought back to the operating room (or) and nail was removed. Lengthening of the nail was attempted with both the fast distractor max and electronic remote controller (erc) on the back table and the nail did not lengthen. The nail was swapped for a different nail of the same size which worked.